Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient underwent full explant on (B)(6) 2013 due to the infection, not (B)(6) 2013.

Manufacturer narrative:
If explanted give date; corrected data: additional information was received indicating that the explant surgery occurred on (B)(6) 2013 like reported on the initial report.

Event description:
On (B)(6) 2013, it was reported that this patient underwent full explant on (B)(6) 2013 due to infection. There was puss at the site, and the device was protruding. There was no causal manipulation: the surgeon felt that the positioning of the device led to the infection. The infection was located at the back left. Cultures were taken, but the results were not available. The patient was re-implanted on (B)(6) 2013 in the left chest. Attempts for additional information have been unsuccessful.